Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An adult pt undergoing a posterior cervical fossa experienced a slippage during the procedure involving the mayfield skull clamp. The incident was described as follows: the pt shifted during the drilling. When the mayfield unit was checked it was found that the threads were engaged; however, when the torque screw was turned it was not engaging. There was no injury involved. Another unit was used and the procedure continued without further incidents. Adult head pins ((B)(4)) were used during the procedure. There were no stereotaxy devices being used during this procedure.